Manufacturer narrative:
All operating currents were within specification and no unexpected low battery failed battery test or off no power alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported her insulin pump alarmed failed battery test after a battery change. Customer's blood glucose is 218 mg/dl. Customer replaced the battery, but the device is still alarming failed battery test. The device will not let her deliver a bolus. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).